Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was known to have a fracture issue. Moreover, a buzzing sensation woked the patient up. In-office lead impedance measurements also showed more than 2000 ohms. Boston scientific technical services (ts) advised to consider evaluating the lead, provided reprogramming options and recommended recreating noise with isometrics and pocket manipulation in the clinic. The field representative was not able to recreate the buzzing the patient felt and the noise was unable to be recreated as well doing isometrics. The device is now programmed vddr since it is sensing appropriately and to avoid atrial pacing. To date, the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was known to have a fracture issue. Moreover, a buzzing sensation woke the patient up. In-office lead impedance measurements also showed more than 2000 ohms. Boston scientific technical services (ts) advised to consider evaluating the lead, provided reprogramming options and recommended recreating noise with isometrics and pocket manipulation in the clinic. The field representative was not able to recreate the buzzing the patient felt, and the noise was unable to be recreated as well doing isometrics. The device was programmed vddr since it is sensing appropriately and to avoid atrial pacing. At this time the ra lead was surgically abandoned, and the pulse generator was explanted due to normal battery depletion (nbd). No additional adverse patient effects were reported.